Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation cannot be determined. Additionally, the reported effect of mr appears to be a cascading effect of incomplete coaptation. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted with no reported issue, reducing mr to grade 1. A second clip was opened to further reduce the mr. However, mr was not severe enough to warrant a second clip, so it was not implanted. On (B)(6) 2023, a single leaflet device attachment (slda) was observed. The clip had detached from the anterior leaflet and mr increased to grade 4.